Event description:
Bowel obstruction [intestinal obstruction]. Absorbed goop [accidental ingestion of product]. Case description: this case was reported by a consumer via call center representative and described the occurrence of intestinal obstruction in a female patient who received triple salt dental adhesive cream (corega creme fresh) unknown for product used for unknown indication. On an unknown date, the patient started corega creme fresh. On an unknown date, an unknown time after starting corega creme fresh, the patient experienced intestinal obstruction (serious criteria death and gsk medically significant) and accidental ingestion of product. On an unknown date, the outcome of the intestinal obstruction was fatal and the outcome of the accidental ingestion of product was not reported. The patient died on (B)(6) 2012. The reported cause of death was bowel obstruction. It was unknown if the reporter considered the intestinal obstruction and accidental ingestion of product to be related to corega creme fresh. On (B)(6) 2015, reporter informed that her mother (patient) used corega creme fresh and when she removed her prosthesis, it leaved a goop that was absorbed by her body. Reporter informed that patient died due to an intestinal occlusion. Reporter cogited if the product could have relation with the patient's death. The follow up was received on 12 november 2015. She informed that patient died due to a bowel obstruction and the death date was (B)(6) 2012. The action taken for corega creme fresh was withdrawn( dechallenge and rechallenge were not applicable).

Event description:
Bowel obstruction [intestinal obstruction]. Absorbed goop [accidental ingestion of product]. Case description: this case was reported by a consumer via call center representative and described the occurrence of intestinal obstruction in a female patient who received triple salt dental adhesive cream (corega creme fresh) unknown for product used for unknown indication. On an unknown date, the patient started corega creme fresh. On an unknown date, an unknown time after starting corega creme fresh, the patient experienced intestinal obstruction (serious criteria death and gsk medically significant) and accidental ingestion of product. On an unknown date, the outcome of the intestinal obstruction was fatal and the outcome of the accidental ingestion of product was not reported. The patient died on (B)(6) 2012. The reported cause of death was bowel obstruction. It was unknown if the reporter considered the intestinal obstruction and accidental ingestion of product to be related to corega creme fresh. Additional details, on (B)(6) 2015, reporter informed that her mother (patient) used corega cr&#525;e fresh and when she removed her prosthesis it leaved a goop that was absorbed by her body. Reporter informed that patient died due to an intestinal occlusion. Reporter cogited if the product could have relation with the patient's death. The follow up was received on 12 november 2015. She informed that patient died due to a bowel obstruction and the death date was (B)(6) 2012. The action taken for corega creme fresh was withdrawn (dechallenge and rechallenge were not applicable). Follow up information was received on 12 november 2015, for correction that the product that was initially registered in this case was corega cream fresh, but then evaluating better the case, was identified that the correct product was corega cream. Suspect product was replaced by corega cream. The action taken for corega creme was withdrawn (dechallenge and rechallenge were not applicable). Outcome for the event accidental ingestion was changed to unknown and its reported causality with the product was changed to not applicable.